Event description:
It was reported a 8120 module had a max level reached alarm while infusing on a patient. It is unknown if the patient was injured.

Manufacturer narrative:
Correction: disregard file (after further review the file is revised to non-reportable malfunction).

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported a 8120 module had a max level reached alarm while infusing on a patient. It is unknown if the patient was injured.